Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed the device in good condition with no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error for ¿no cassette detection¿. The event occurred when the user tried to put in a tube to use the pump. There was unknown patient involvement and no patient harm.